Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. No further information is expected. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, a patient developed significant posterior capsule opacification observed approximately eight months postoperative. The information provided indicates a decrease of best corrected visual acuity. No further information is expected. There are two medical device reports associated with this patient. This report is for the right eye.